Event description:
The customer had trouble getting their cup out when they tested their new cup. The customer had not used a cup before and was not, after instructions, able to remove the cup and needed to seek medical professionals help from their ob/gyn. The gynaecologist removed the cup with tools and stated it had a firm seal. The customer was given direct instructions on removing the cup on such a case, and we refunded the product.